Event description:
Covidien received a report of a malfunction of the pilot balloon seam. It is unknown if the reported failure occurred during pre-test, if there was any patient use, or if the reported failure resulted in medical intervention.